Event description:
A customer reported that the battery of the device was depleting too quickly. There was no information provided about the impact on the customer's blood glucose level. Ultimately, the complaint was closed because the customer did not return the pump.